Event description:
It was further reported that the target lesion was de novo, 28.3mm long, 56% stenosed with a reference vessel diameter of 3.1mm. It was treated with predilation and placement of a 3.0x32mm taxus express2 stent and a non-bsc stent without gap followed by post dilation resulting in 16% residual stenosis. Timi-3 flow was maintained. The patient was discharged 1 day later without complications on bayaspirin and plavix. It was noted that at the time of the event diagnosis, there were no ischemic symptoms. Follow up angiography at the time of the event treatment revealed a reference vessel diameter of 3.2mm and a lesion length of 12.6mm. 1 day following treatment, the patient was discharged from the hospital. It is the opinion of the physician that the event is possibly related to the taxus express2 stent.

Event description:
The facilty reported a colleague infusion pump with failure code 12:501, which interrupted an infusion on a female patient in the facility's intensive care unit. The patient was being infused with neosynephrine, norepinephrine, and bicarb gtt when the infusion was interrupted. There was no patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.the user interface module software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 12:501 was confirmed during product evaluation as failure code 12:501:1363:0001. This condition is a software failure and could not be reproduced. Therefore, no repair was necessary.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.